Manufacturer narrative:
Result: faulty plunger on pt right side rail limit switch.

Event description:
It was reported by service report that the pt right headside rail switch is not engaging the audible alarm to go off when the rail is lowered. No pt involvement or adverse consequences are reported.